Event description:
It was reported that during a surgery, while the spacer was being removed, the dura mater was injured. This event occurred in japan.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.